Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of a pleural effusion, characterized by chest tightness and dyspnea. The incidence of pleural effusion is a well-recognized but less common mechanical complication of pd therapy that affects 2% to 10% of pd patients. The cause of the patient¿s pleural effusion can be attributed to an inherent physiological defect as reported by the patient¿s physician to his pdrn. Pleural effusion occurrence during pd therapy is believed to be caused by a congenital defect of the diaphragm in response to pd therapy due to a reduction in supportive structures and an increase in fibrous tissue. Therefore, the liberty select cycler can be excluded as a root cause of this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2023, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 64-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized following chest tightness and pd fluid found in his lungs. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the emergency department on (B)(6) 2023 following dyspnea and chest tightness. It was affirmed the patient did not experience these symptoms during a continuous ccpd treatment. The patient was diagnosed with a pleural effusion, admitted to the hospital on the same day and given a needle thoracentesis to remove approximately 1500 ml of fluid. The drainage was tested and based on elevated glucose levels, it was determined dialysate solution had entered the patient¿s pleural space. The patient¿s symptoms immediately subsided following the needle thoracentesis. The true nature and cause of the patient¿s pleural effusion was not reported; however, it was determined by the patient¿s physician that his pleural effusion was attributed to an inherent physiological issue and not due to cycler use. The patient did not undergo a pd treatment while hospitalized before his discharge to home on (B)(6) 2023. The patient was told to undergo manual exchanges post-discharge and through the weekend until the patient presented to his pulmonologist on (B)(6) 2023. Following the pulmonology consult, it was determined the patient required a transition to hemodialysis (hd) for renal replacement therapy. The patient received a permacath in an outpatient procedure on (B)(6) 2023 and will continue to undergo hd therapy on an in-center basis for approximately one month while his pulmonary issue is addressed. It was confirmed the patient¿s pleural effusion, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and plans to continue ccpd therapy on the same liberty select cycler at home upon approval of his physicians.

Event description:
On (B)(6) 2023, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 64-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized following chest tightness and pd fluid found in his lungs. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the emergency department on (B)(6) 2023 following dyspnea and chest tightness. It was affirmed the patient did not experience these symptoms during a continuous ccpd treatment. The patient was diagnosed with a pleural effusion, admitted to the hospital on the same day and given a needle thoracentesis to remove approximately 1500 ml of fluid. The drainage was tested and based on elevated glucose levels, it was determined dialysate solution had entered the patient¿s pleural space. The patient¿s symptoms immediately subsided following the needle thoracentesis. The true nature and cause of the patient¿s pleural effusion was not reported; however, it was determined by the patient¿s physician that his pleural effusion was attributed to an inherent physiological issue and not due to cycler use. The patient did not undergo a pd treatment while hospitalized before his discharge to home on (B)(6) 2023. The patient was told to undergo manual exchanges post-discharge and through the weekend until the patient presented to his pulmonologist on (B)(6) 2023. Following the pulmonology consult, it was determined the patient required a transition to hemodialysis (hd) for renal replacement therapy. The patient received a permacath in an outpatient procedure on (B)(6) 2023 and will continue to undergo hd therapy on an in-center basis for approximately one month while his pulmonary issue is addressed. It was confirmed the patient¿s pleural effusion, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and plans to continue ccpd therapy on the same liberty select cycler at home upon approval of his physicians.

Manufacturer narrative:
H3: plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. Valve actuation and system air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is not confirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 64-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized following chest tightness and pd fluid found in his lungs. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the emergency department on (B)(6) 2023 following dyspnea and chest tightness. It was affirmed the patient did not experience these symptoms during a continuous ccpd treatment. The patient was diagnosed with a pleural effusion, admitted to the hospital on the same day and given a needle thoracentesis to remove approximately 1500 ml of fluid. The drainage was tested and based on elevated glucose levels, it was determined dialysate solution had entered the patient¿s pleural space. The patient¿s symptoms immediately subsided following the needle thoracentesis. The true nature and cause of the patient¿s pleural effusion was not reported; however, it was determined by the patient¿s physician that his pleural effusion was attributed to an inherent physiological issue and not due to cycler use. The patient did not undergo a pd treatment while hospitalized before his discharge to home on (B)(6) 2023. The patient was told to undergo manual exchanges post-discharge and through the weekend until the patient presented to his pulmonologist on (B)(6) 2023. Following the pulmonology consult, it was determined the patient required a transition to hemodialysis (hd) for renal replacement therapy. The patient received a permacath in an outpatient procedure on (B)(6) 2023 and will continue to undergo hd therapy on an in-center basis for approximately one month while his pulmonary issue is addressed. It was confirmed the patient¿s pleural effusion, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and plans to continue ccpd therapy on the same liberty select cycler at home upon approval of his physicians.